Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital say: the patient replaced the ventilator and found that the rp&t knob failure while adjusting the parameters. The ventilator was replaced. Hospital analysis: the equipment has been in use for a long time (starting from 2018), and the knob interface has poor oxidation contact, resulting in the functional failure of the component. Summary: p&t knob encoder not working properly.

Manufacturer narrative:
Hamitlon medical ags conclusion: upon investigation, the situation reported is true: during the use of the machine, the rotary knob malfunctioned. Another machine was used. Engineer nie from the equipment department came for handling and found that the encoder port was oxidized. The machine returned to normal use after rust removal. Since the problem was found during use of the machine and a standby one was replaced in a timely manner; therefore, no injury was caused to the patient. In addition, this event is reported as a "serious injury". According to article 4 of provisions for medical device adverse event monitoring and re-evaluation, "serious injury" refers to one of the following situations: 1. Life-threatening; 2. Causing permanent damage to body functions or perpetual injury to body structures; 3. Requiring medical measures to avoid the above permanent damage or injury. Since the problem was found during use of the machine and a standby one was replaced in a timely manner, no injury was caused. In addition, the machine with the knob being defective could still work normally according to the parameters originally set and the ventilation to the patient would not be affected. This event did not cause situations "1" and "2" mentioned above, nor did it require medical actions as described in situation "3". Therefore, it does not meet the definition of "serious injury". We request that "serious injury" should be revised into "others". Rootcause: this event was due to poor contact of the oxidized encoder. The hospital engineer came and removed the dust and the machine returned normal. The manufacturer suggested replacing the defective component to ensure quality. The defect requires a general maintenance and could be resolved by replacement of encoder. Correction: the machine was disassembled for maintenance. The rotary knob wiring port was derusted. The machine was reassembled and returned normal.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the report from hospital say: the patient replaced the ventilator and found that the rp&t knob failure while adjusting the parameters. The ventilator was replaced. Hospital analysis: the equipment has been in use for a long time (starting from 2018), and the knob interface has poor oxidation contact, resulting in the functional failure of the component. Summary: p&t knob encoder not working properly.